Event description:
While infusion of emend: upstream occlusion x2 and max air x1 (no air in line present). While infusing gemcitabine: upstream occlusion x1. Infusions are taking longer than they should. Contributing to staff alarm fatigue.